Event description:
It was reported that the hcp (health care provider) was able to aspirate the correct amount from the reservoir, but unable to fill it completely. She could only fill with 21 ml of fluid. The hcp did not have time to aspirate the pump again as the patient was having issues being there. It was noted that the patient was not having issues with the pump. The hcp programmed the reservoir volume to 21ml, which is what she was able to fill the pump with. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# h816219902, implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information indicated that the patient received 0.22mg/day of morphine sulfate at 1mg/ml. On (B)(6) 2013, the pump was programmed as 21cc and the dose was increased by 16%. The alarm date moved and the patient was to return for a refill in (B)(6) 2013. There were no signs and symptoms associated with the event and the patient outcome was reported as ¿no injury¿. The patient stated the dose increase was effective and he was doing well.